Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter tip fracture occurred. A blazer ablation catheter was selected to treatment in an atrial fibrillation procedure. During ablation, impendence dropped, and the blazer catheter was removed. The blazer catheter tip was observed to be fractured. The procedure was completed with another catheter. No patient complications were reported.

Event description:
It was reported that a catheter tip fracture occurred. A blazer ablation catheter was selected to treatment in an atrial fibrillation procedure. During ablation, impendence dropped, and the blazer catheter was removed. The blazer catheter tip was observed to be fractured. The procedure was completed with another catheter. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned blazer ii htd temperature ablation catheter was visually inspected, and no defects were noted. Functional testing showed that the catheter functional mechanism worked properly, with no resistance felt when actuating the device. With all available information, the reported event of tip detachment of device or device component could not be confirmed as the reported failure was not able to be reproduced, and the device presented with no issues.